Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Customer continued pump therapy and used another source to obtain blood glucose readings.